Manufacturer narrative:
Device evaluation: the mobile view station (mvs) computer was returned to the manufacturer for analysis. Analysis was unable to confirm the reported complaint. After installing the mvs computer in a known working system, the system readied as expected. Communication, 2d and 3d imaging, and image store/recall were all successful. There was no fault found with the returned mvs computer.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. Testing revealed that the computer of the viewing station would not complete startup when the power switch was activated. Following replacement of the viewing station of the imaging system computer, functionality was restored. The imaging system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the issue was unrelated to the software as the computer of the viewing station was replaced. Analysis found that the software functioned as designed. The computer of the viewing station of the imaging system has not been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while outside of a procedure, the viewing station of the imaging system monitor would not power on and the imaging system could not establish communication with the viewing station of the imaging system. Restarting the imaging system restored functionality. There was no patient present when this issue was identified. No additional information was provided.